Event description:
It was reported by a customer that the catheter was observed to shred or tear at the insertion site during the procedure. Was lot # 6016974 also affected? Yes is a new complaint record needed for the sample lot # 6016974 received? This was included on our end, however if you do not have a complaint on your end then yes. It will be the same information and same concerns as the previous. Information from previous: it was reported by a customer that the catheter was observed to shred or tear. These insights are what we use in the nicu to start ivs. Unfortunately, we have had a couple now that split when you try to insert which causes the vein to blow. Additional information received on 31mar2026: on (B)(6) 2026, two additional insight devices were used¿one by an rn and one by an nnp. In both cases, the catheter was observed to shred or tear at the insertion site during the procedure. Please specify the number of patients involved and confirm whether both needle splits occurred with a single patient? Two separate patients involved, separate dates and times with different staff involved. Describe any patient¿s harm, injury, complication, or negative outcome that occurred because of the event. Patients required multiple sticks as tear in catheter caused vein to rupture.

Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.